Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with 0 lpm flow, and no measured speed or pulsatility index (pi). During auscultation, the hum of the pump was not heard. A system controller exchange was performed with no change in the pump parameters, so the patient was taken to the operating room (or) for a left ventricular assist device (lvad) exchange. Log files were submitted for review and captured an onset of low flow hazard alarms, pump stop, increased pump power, harmonic compensation, motor instability, and elevated lvad temperature starting on (B)(6) 2025 at 18:09 until the driveline disconnect at 18:12. The average estimated flow was 0 lpm, the motor speed read 0 rpm, and calculated pi read 0, with the motor power ranging from 11.0 to 13.4 mw, a pattern associated with a potential obstruction in the vad circuit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed damage to the internal motor circuitry that would have caused the reported pump stop. However, the root cause of the damage could not be determined. (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The outflow graft and outflow graft bend relief were also not returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Further inspection of the rotor and rotor well revealed scratches along the base of the rotor with matching scratches along the wall and base of the rotor well. The observed scratches appeared consistent with the pump attempting to restart. The controller event log file contained events from 18:09 to 18:13 on 08feb2025. The pump remained at 0 revolutions per minute (rpm) for the duration of the log file with power captured in the 12.3 - 13.4 watts range. The onset of the pump stop was overwritten by newer events related to attempts by the system to restart the pump. During this time, pump temperature increased as high as 75 degrees celsius. Based on the data captured in the controller periodic log file, the onset of the pump stop occurred between 16:36 and 17:36 on 08feb2025. All the periodic data recorded prior to the pump stop event showed the system operating as intended. (B)(6) was cleaned, rebuilt, and connected to test equipment but was unable to start. The motor was forwarded to abbott zurich for further investigation. Non-invasive investigation found that power consumption measurements indicated abnormal values, significantly higher than the nominal power consumption. Thermal imaging identified hotspots in the phase 2 (bearing phase 2) and phase 4 (drive phase 2) circuit. Invasive analysis confirmed a damage circuit within the phase 2 (bearing phase 2) mosfet driver and phase 4 (driving phase 2) mosfet driver leading to increased power dissipation. The +3.3v dc/dc converter also exhibited a small increased temperature, suggesting an internal fault, but was functional. Additional diagnostics identified the damaged mosfet on phase 2. It is unlikely, that the three failures (phase 2, phase 4 and +3.3v dc/dc) are independent. However, the relationship of these incidents remains unclear. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.